Manufacturer narrative:
Addition pxc141400/12622373-UDI (B)(4). Addition code 22-according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141400/12622373. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2019, the patient presented with left leg pain. Images (modality is unknown) revealed at the distal bifurcation, proximal and distal going into both limbs, had thrombosed. The area was still patent. On (B)(6) 2019, the physician reintervened and performed a thrombectomy and implanted a gore® aortic extender endoprosthesis and a contralateral leg endoprosthesis in each limb. The patient tolerated the reintervention.